Event description:
It has been reported to philips that the geometry movements were partly available. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geometry movements were not available. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. During troubleshooting, rse found that the enable movement (enmv) is active during system startup. No further information regarding the issue has been provided. The philips engineer suggested service, but quote was was not accepted by the customer and no service has been provided from the philips. No further action was performed by philips. The codes were updated based on the investigation outcome.